Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 02-jan-2025. After further evaluation of the complaint, it has been determined that the previously submitted MFR report #:1024879-2024-01313 was submitted in error, the report is not reportable. This MDR is now void.

Event description:
It was reported that one (1) bd vacutainer® ultratouch¿ push button blood collection set had yellow tubing. The initial reporter did not indicate if this was observed before or during use. There was no health impact or consequence reported.

Event description:
It was reported that one (1) bd vacutainer® ultratouch¿ push button blood collection set had yellow tubing. The initial reporter did not indicate if this was observed before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.